Event description:
A malfunction occurred on a pump, as reported by the caller, but no notable events had occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur, allowing the customer to continue using the pump.